Manufacturer narrative:
The insulin pump passed the operating current, unexpected restart error test, a displacement test but a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. They were unable to perform the occlusion, prime/compromised force sensor system, and excessive no delivery test due to a compromised force sensor system alarm. There was no moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator, and a battery tube assembly during the visual inspection. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that she lost her insulin pump programming. Customer stated that she was trying to change her infusion set and the pump kept squirting insulin. Customer stated that she got a compromised force sensor system alarm. Customer stated that her blood glucose was about 42 mg/dl. Customer treated with a gallon of juice. Customer stated that she did not get medical attention. Customer stated that her current blood glucose is 93 mg/dl. Customer stated that the pump may have been dropped. Customer stated that she did not think she pressed on the cap while she was connected to the pump. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.